Manufacturer narrative:
A philips field service engineer (fse) went onsite. The fse implemented a system upgrade; the computer operating system was upgraded to version 4.3.5 and the pic ix software was upgraded to version 4.4.4, per a field change order (fco) associated with this issue. The fse tested and confirmed the system was working. Based on the information available and the testing conducted, the cause of the reported problem was a software issue. The reported problem was confirmed. The device was operational after upgrading the software. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an patient information center ix indicating that the acoustic alarm no longer worked. The users had noticed the problem because values were always out of range for the only patient, but no acoustic alarm was issued. This could also not be triggered by other places (test patient). There were no problems with the monitors in the room. During the troubleshooting, the software of the control panel first hung up, then the following error message was displayed: "overview lost - no connection to pic-ix-g31-sur" and "connection lost". A restart allowed the connection to be restored. Acoustic alarms also worked again afterwards. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.